Manufacturer narrative:
A visual assessment of the device confirmed the reported breakage. The threaded portion of the anchor has broken at the eyelet. The threaded portion of the anchor was not returned for examination. The eyelet remains attached within the inserter shaft and the hex of the anchor is no longer aligned with the hex of the inserter. This condition is consistent with the anchor receiving an excessive torsional load during insertion. Per the devices IFU under ¿caution: excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force". Failure is attributed to user error. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder joint repair, the screw broke off when the insert end of the screw was left in the shaft. The surgeon attempted to remove the screw by use of a k-wire without success.